Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user handling (possibly put something other than sterile water into the container), however, the definitive root cause was unable to be determined. The foreign material was like simethicone (a chemical originated from organic silicone, used as antifoaming agent before endoscopic procedure). The event can be prevented by following the instructions for use which state: "operation manual chapter 3 preparation and inspection states detection method. Reprocessing manual chapter 5 reprocessing the endoscope states detection method. -operation manual,3.8 inspection of the endoscopic system forbids to use other than sterile water for water container as follows: warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, there was a poor image on the evis lucera elite gastrointestinal videoscope. No medical intervention was required. The procedure was completed using a similar device. There were no reports of patient harm associated with this event. The device was returned and evaluated, and a white crystal contamination was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were confirmed. Additional findings include the following: the light cover glass and the optical cover glass were chipped; the light cover glass adhesive, optical cover glass adhesive, and the outlet pipe condition sealant was pitted; the distal end cap was worn; the distal end adhesive was lifting; the insertion tube protector was split; there was fluid invasion on the scope connector; there was a mark on the image; the hot and cold test revealed a misty image; the angulation was out of play and out of specification; and the electrical safety test was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.